Manufacturer narrative:
The device was not returned for analysis. The reviews of the finished product electronic lot history record (elhr) and corrective and preventive actions (CAPA) database were not performed as the specific failure mode was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device related to a diagnostic procedure with a 14f sheath. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.